Event description:
It was reported that (1) device was used during a conization procedure. It was reported by the affiliate that the hp053 instrument was broke. The part of the root of the blade melted during the operation. Another instrument was used to complete the case. There was no consequence to the pt.